Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the cartridge is not available for investigation. No pictures were available. Batch history review - the device quality and manufacturing history records have been checked for the lot number and found to be according to the specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause - no product was available and therefore it is hardly possible to determine an exact conclusion and root cause. We assume that the cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably usage related. Rationale - unfortunately, due to a lack of data and without the product we cannot determine the exact cause. According to the quality standards a material detect and production error can be excluded. There is the possibility for a usage error due to an assembly error or from removal from the sterile packaging.

Event description:
It was reported that there was intraoperative breakage of the clip cartridge. On (B)(6) 2017, the patient underwent a laparoscopic cholecystectomy and the aesculap ligating clips were prepared for use. The clips were within a cartridge which was placed onto the challenger forcep to be used to ligate the cystic duct and artery. Upon loading the first clip, a loud crack was heard and the cartridge slipped off the forceps. It then fell into the patient's abdomen between the large bowel and the falciform ligament. It was removed successfully and without additional intervention. Upon inspection of the cartridge after retrieval, it was noted that a "ledge" of plastic on the side had snapped off; this is what was felt to have caused it to slip off the forcep. Additional information is not available.